Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated report submission date and report device evaluation results. Updated follow-up report submitter, awareness date and report type and follow-up number. Updated follow-up type, device evaluation status and method, result and conclusion codes. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Manufacturer narrative:
Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted.

Event description:
Per (B)(4), after clinical procedure, patient experienced loss of implant to osseointegrate.